Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered an emergency room visit, need to wear a urine bag, wetting accidents, and severe hip pain. No further info has been provided.